Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self-test and displacement test. No unexpected low battery alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stating they must replace batteries every three days and power system error. The customer did not provide their blood glucose value at the time of the incident. The customer was advised that the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.